Manufacturer narrative:
A2 age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. Visual and microscopic inspection observed that the main coil, the introducer sheath and the delivery sheath were returned. The main coil was bent and stretched at the primary coil section. Moreover, the arm coil was detached. Functional inspection could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection was performed, and the main coil's max zap tip outer diameter (od) and primary coil od passed the specification test. Based on the evidence, the reported allegations of main coil difficult to advance in catheter and failure to separate could not be confirmed; however, the physician used a non-bsc catheter. The use of other diagnostic catheters may result in an inability to deliver, deploy, or recapture the device.

Event description:
Reportable based on device analysis completed on 25nov2024. It was reported that the coil failed to deploy. The target lesion was located in the pelvic hemorrhage. After a successful embolization in the external iliac artery, the procedure continued, and a 10mm x 40cm interlock-35 cube coil was advanced along with non-boston scientific catheter. However, it was difficult to advance in the catheter at about halfway, and it could not be released. The device was replaced with another 10mm x 40cm interlock-35 coil, but the problem still occurred. The procedure was completed with a different device. No complications were reported, and the patient condition following procedure was stable however, returned device analysis revealed the arm coil was detached.